Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the battery voltage was at 2.85 v upon first interrogation. Battery was at 2.88v on second interrogation. It was also noted the superior vena cava (svc) impedance of the chronic lead was not measured during implant (device says "none"). The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.